Event description:
It was observed during olympus' device inspection that the high flow insufflator had a chipped digital display for the pressure setting value on the front panel, a defective primary pressure relief valve which resulted in an oily air tube there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the front panel condition was attributed to degradation problems and the pressure relief valve malfunction was attributed to electrical component problems, however, and exact cause could not be identified. It is likely the following led to the malfunction: -mechanical stress, impact, or deterioration of the display surface may have contributed to the chipped condition observed on the digital pressure-setting display on the front panel. -deterioration or malfunction of the primary pressure relief valve may have contributed to oil contamination in the air tube, requiring software repair as part of the corrective action should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.